Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation); failure to follow instructions ¿ (physician used excessive force when attempting to deliver the stent); no results available since no evaluation performed (device or procedural images not returned for review); patient's condition affected effectiveness of device (morphology). Conclusions: inherent risk of procedure ¿ (stent deformation); failure to follow instructions - (physician used excessive force when attempting to deliver the stent); device failure/lack of effectiveness related to patient condition (morphology). (B)(4).

Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent (3.00mm x 34mm) to a calcified lesion but the device failed to cross the lesion. The device was opened, inspected and prepped with no issues noted. It was reported that excessive force was used during attempt to cross the lesion. When the device was removed, it was noted that the strut was flared. The stent was discarded. The vessel was ballooned again with a non-mdt balloon and another resolute was able to cross. The staff member was confident this was not a product failure. No clinical sequelae were reported.